Manufacturer narrative:
The device was returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. During the investigation mmdg found that the pump speaker was out of functional range, which caused the alarm to fail. The pump was repaired and returned to the customer.

Event description:
The initial reporter states that the pump auxiliary alarm was not working. The initial reporter also stated that this occurred during testing and that no patient was affected. (B)(4).